Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Failure analysis has completed their investigation on the 30-degree endoscope. The endoscope was visually inspected and manually tested by hand using a series of movement tests and failed. The endoscope was detected to have a rattling or noise from the housing and/or detected loose balls from the led windows. The endoscope was disassembled and confirmed to have dislodged desiccant balls inside the backend housing.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer installed a second endoscope to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Intuitive surgical, inc. (Isi) has received the endoscope, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the customer reported that the 30-degree endoscope did not fully flip when the doctor tried to flip the endoscope image. The customer had the customer reseat the endoscope with no change. The customer installed a second endoscope, and the image became normal, and the customer proceeded with the case. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.